Event description:
The customer contacted abbott after having received error code 5404 on the architect i1000sr analyzer . Abbott field service inspected the instrument and saw a spark and signs of previous sparks. Field service indicated that the cover over the power cord connector had been smashed, allowing metal to come into contact with live wire. Field service temporarily corrected the problem and notified customer. No injuries to personnel have been reported.

Manufacturer narrative:
(B)(4) no patient involvement, (B)(4) spark. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. This ticket was originally opened to address an ongoing issue of error code 5404, wash zone solenoid failure. Abbott field service (fs) resolved the issue by replacing the process path disk (B)(4) and the process path cover (B)(4). During troubleshooting fs moved the uninterrupted power supply (ups) and observed a spark at the ups hardwired connector for the wall outlet. Fs also observed that the metal cover over the hard wired connector connection was bent/damaged/crushed. The cover appears to have been bent from bumping against the wall multiple times, and when the cover is bumped/moved it allows metal to come into contact with a live wire and spark. Fs addressed the issue by reshaping the aluminum box that was supposed to be covering the bare power cord wire soldered into the back of the ups. No one was injured as a result of this issue. It was not known how the customer obtained the ups. Tracking and trending identified no adverse trends associated with the ups. Labeling was reviewed and found to be adequate. Based on the available information, the ups power connector cover was damaged by the operator through repeated banging against the wall. The evaluation did not identify a deficiency of the architect system.